Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device had an alarm led failed alarm that occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10/11: upon additional review it was determined that recurrence of this failure mode is unlikely to cause or contribute to death or serious injury. Based on the above rationale this complaint is no longer considered a reportable malfunction.